Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the tracheostomy tube was inserted into the patient and patient was decompensating. The tube was removed and found to be sticking and not inflating symmetrically. A different tracheostomy tube of the same size was inserted into the patient and the patient stabilized. The patient injury was resolved.

Event description:
No medical or surgical intervention was reported.

Manufacturer narrative:
Other, other text: additional information b5 d4 catalog number, d5 h6 this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review one (1) picture was attached and reviewed. Results: the attached picture showed a tube with the cuff inflated only one side. The reported failure mode was confirmed. No product was returned for analysis. If the product is returned, the complaint will be reopen for further investigation. No root cause can be determined from the picture submitted and no product was returned for analysis. No corrective actions were performed since the root cause cannot be determined from the picture provided. The manufacturer will continue monitoring this failure condition in this product for future escalation.